Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer's blood glucose level. The customer reset the pump independently, so fault ID couldn't be confirmed. The pump was replaced to resolve the issue, and the customer will use current pump or rely on an alternate method of insulin therapy until the replacement arrives.